Event description:
Holmium laser stopped working twice during case and displayed an error message that indicated it needed a restart. The surgeon was able to complete the procedure after two restarts. It did not cause harm to the patient other than extended surgery time. The laser had to shut down and restarted twice during the case, but the surgeon was able to finish; this also caused the loss of data on the laser each time (total pulses, total energy, and time). Unsure how the circulator handled the documentation for this data in the case record.